Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. It was also reported that the customer experienced high blood glucose levels. Customer stated that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 304 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in history screen due to corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected no delivery alarms, no a21 error alarms and no a17 alarms noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.